Event description:
The customer reported that the unit does not alarm for patient disconnect when circuit is disconnected. The customer reported that the unit was not in use on a patient. There was no patient harm reported. The customer contacted product support and reported that during performance verification test (pvt) the unit failed air flow accuracy testing with flow set to 10 average air slpm read 10 and analyzer read 240. The customer is going to replace the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer the issue was discovered during setup for patient use. The biomedical engineer replaced the flow sensor to address the reported issue.